Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2020-13719.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided by the complaint site. A device history record review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other complaints for the reported frame damage. The reported frame damage was unable to be confirmed; therefore, a complaint history review is not required. Instructions for use (IFU), device preparation manual and procedural training manual were reviewed for instructions relating to the complaint. Warnings: access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3 transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure. Insertion force through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2cm. In expectation of high friction, use short movements. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported frame damage was unable to be confirmed due to unavailability of device and imagery. Due to device unavailability, potential manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after the commander was put into the esheath, the valve was blocked in the middle of the esheath.¿ additionally, it was noted that the patient access vessel had mild calcification, severe tortuosity, and steep insertion angle. Calcification, tortuosity, and steep insertion angle can create a challenging pathway during the delivery system advancement through sheath. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encounter during the delivery advancement, so excessive manipulation was applied to overcome the resistance. So, if excessive force is applied, it can lead to the valve struts catching within the sheath and result in bent struts. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defects, which could have resulted in the complaint, were identified, a corrective and preventative action is not required. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 29mm sapien 3 valve by right transfemoral approach. After the commander was put into the esheath, the valve was ¿blocked¿ in the middle of the esheath. A stent on the valve frame was protruding through the sheath. The devices were removed and replaced without injury to the patient. A new 29mm sapien 3 valve was prepared and successfully implanted. The patient was reported to be fine.